Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient (B)(6). Phs study infection. Pt fell on l elbow in december 2025, presented in clinic (B)(6), 2026 after developing redness and swelling in his incision. Pt demonstrated clinical signs of infection. One-stage revision surgery with removal of prosthetic components.